Event description:
It was reported that the generator continued to deliver coag after button was released.

Manufacturer narrative:
It was reported that the generator continued to deliver energy after the coag button was released. The unit is being returned to the MFR for eval.